Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a no delivery alarm from the insulin pump. The customer's blood glucose reading was 200 mg/dl. The customer stated that she received no delivery alarms after several infusion set changes. The customer stated that she does not have a new reservoir or infusion set to troubleshoot. The customer was advised of possible related issues such as bent cannula or set occlusion. The customer was advised to contact her health care provider if the no delivery alarm continues to alert and to check settings if they needed to be changed.